Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the device failed incoming vxi testing, the operator stated that the device turned off during testing. The failures were rerun 10 times and the device passed. Analysis also noted that the upper case was dented, broken and contaminated, the lower case was broken and contaminated, the battery release was contaminated, the side bail covers were broken and that the battery drawer was chipped and contaminated. (B)(4).